Manufacturer narrative:
Section b5, d4, h3, h4: additional information. Manufacturer's investigation conclusion: evaluation of the device confirmed the presence of pump thrombosis. The pump was returned assembled with the driveline cut approximately 7 inches from the pump housing and the distal portion measuring approximately 30 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the returned pump, examination of the rotor revealed a small, red and white, non-laminated thrombus adhered the blade of the rotor inlet section. The thrombus did not reveal any evidence of denaturation or laminated layering. The structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Examination of the proximal side of the outlet stator revealed a large, non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Although a root cause for the development of the thrombi observed within the pump could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated ldh and hematuria. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Although a root cause for the development of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient's reported elevated ldh and hematuria. Upon removal of the observed thrombi, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the ldh didn¿t reverse with augmented anticoagulation.

Manufacturer narrative:
Approximate age of device ¿ 3 years 24 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient underwent a heart mate to heart mate ll pump exchange due to suspected pump thrombosis. Prior to being in the operating room, the patient experienced increased shortness of breath, hematuria, and elevated ldh. The pump exchange was successful and the pump was returned for evaluation. Additional information was requested but not provided.